Event description:
It was reported the patient (B)(6) is unable to use the magnet to turn the ipg on/off. In turn, the patient may undergo surgical intervention to address the issue at a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.